Event description:
It was reported that (3) al326 were used during a endoscopic saphenous vein harvesting procedure. It was reported by the affiliate that the clips were coming out. Three instruments were used. A fourth instrument was used successfully to complete the case. No adverse pt outcome.